Manufacturer narrative:
Investigation. Visual inspection: scratches on the outer housing of the valve were observed through the visual inspection. No significant deformations or damage were detected. The progav valve housing was subsequently measured and confirmed the non-presence of a deformation. The housing measured at -0.022 mm, inside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that the progav valve is permeable. Adjustment test: the progav valve was tested and is not adjustable throughout the normal range. The valve is limited adjustable from 6 cmh2o to 19 cmh2o. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability in all ranges of the valve. (See section 2.6). Results: first, we performed a visual inspection of the progav valve. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability, the brake functionality and brake force. The progav is permeable and the brake function fully functional. It was only limited adjustable (from 6 to 19 cmh2o) and thus the measurement of the braking force could not be performed. Finally, we have dismantled the valve. Inside the valve we have found build-up of substances (likely protein). Based on our investigation, we confirm that the progav valve was not fully adjustable at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Height: (B)(6). When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the valve was not adjustable. The reporter indicated that a 1 year 1 month post operative valve is not adjustable. Additional details of the event have not been provided.